Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer allege insulin pump was over delivering. Customer reported that they experienced low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer treated with food. Customer reported the drive support cap was normal. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.